Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during central processing, the permanent cautery spatula plastic gear clip was missing. There was no report of patient involvement.

Manufacturer narrative:
The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.